Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during the hepatectomy surgery, when using the device, the pad detached from the teflon material and it was not possible to seal the vessel. There were no patient consequences.